Event description:
As reported by the user facility ((B)(6)): no alarm from the pump: the pump is running with propofol to a severely ill pt. Suddenly the pt wakes up and they try to give a bolus, but with no luck and no alarms from the pump. They try to change to another leg on the cvc, but no result. They change to another pump and the pt falls asleep again. Ref MFR report: 9610825-2013-00120.